Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product exhibited fracture along the screw hole. The device also exhibited severe wear on the white plastic pad. There were some black spots seen on the surface of the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the white plastic on the impactor is dull. Upon receipt and inspection of the device, a fracture was discovered. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.